Manufacturer narrative:
Additional concomitant medical product references the main component of the system and other applicable components are: product ID: (B)(4), (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient fell following the implant which resulted in the lead migrating down one vertebral level. It was asked but unknown when the lead migration occurred. The patient was reprogrammed on (B)(6) 2018 and offered 4 new programs appropriate to their areas of pain. Impedance values were within normal range. The issue was not resolved at the time of the report. It was unknown at the time of the report if a surgical intervention was planned. Patient weight and medical history were asked but unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(4) 2018 reporting that the patient was scheduled for a lead revision on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
(B)(6) no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that it was not yet determined of a surgical I ntervention was planned or scheduled. They stated that the patient is scheduling a follow-up appointment with their physician to discuss the issue. The patient is anticipated to meet with their physician in (B)(6) 2018. The rep also indicated that the patient reported they are not getting adequate relief from their device. No further complications were reported or anticipated.